Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using admelog insulin. Tandem technical support educated the customer on insulin labeling. Customer acknowledged. Reportedly, the customer completed a supply change to address the occlusion alarm. Blood glucose ranged from 300 mg/dl to 514 mg/dl and was treated via bolus and manual injections.